Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned stuck in a bandaid, dry, residue/debris on product. Visual inspection found haptic torn, with residue on surface. Lens was wrapped in a bandaid. Claim# (B)(4).

Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -13.00/1.0/070 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to significant reduction of irido-corneal angles, transient loss of bcva, excessive vault, iris atrophy, and unreactive(fixed) pupil being observed. Cause of the event is reported as unknown and patient related factor.